Event description:
Physician reported left side capsular contracture baker grade ii and intracapsular rupture with fluid gel in the capsule. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii, rupture and silicone migration.

Event description:
Physician also reported left side "suspicion of silicone in the lymph nodes".